Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. In addition, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event (note: the involved fiapc probe is being sent for an examination. A photograph of the probe showed that approximately 3 cm of its distal end had melted.). Based upon the provided information, it appears that the concentration of oxygen was at such a level that upon activation of the apc, a combustion/fire occurred. The potential of this complication is well documented in published literature and is widely known in the medical community. Additionally, there are warnings regarding this type of issue in the apc 3 user manual and the notes on use of the fiapc probe (note: oxygen must not be at a combustible level when applying argon plasma coagulation.). Also, flammable inhalation anesthetics could have been responsible for the fire/heat. Therefore, no conclusive determination could be made as to the cause(s) of the incident.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 3, part number 10160-000, serial number (B)(6)) and an filter integrated apc argon plasma coagulation (fiapc) probe (part number 20132-220, lot number 221769) was involved in a patient incident during a bronchoscopy "[note: the equipment and accessory were being used to remove tissue that had grown over four (4) stents.]". No information was provided regarding any other accessory used or the equipment settings. Specifically, it was reported that when the probe was removed from the bronchoscope, its tip had melted and the scope was damaged due to heat. Smoke was also coming out of the airways. Therefore, the airways were examined which revealed that the remaining debris had turned white and looked like ash. As a result, the patient was transferred to the intensive care unit (ICU) for observation and monitoring. Subsequently, the patient developed pneumonia and abnormal tissue growth in their airways.